Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported at 3 months post-op, xen®45 gts had moved posteriorly out of the ac. Affected eye unknown. The device remains implanted at this time.